Manufacturer narrative:
Concomitant medical products: dtpa2d4 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that there was ventricular tachycardia (vt) noted for 30 seconds on the monitor, however, the cardiac resynchronization therapy defibrillator (crt-d) did not provide therapy. The patient was externally defibrillated. It was also reported that the his lead did not appear to be functioning appropriately. The device and lead remain in use. No further patient complications have been reported as a result of this event.